Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext serial# unknown product type extension product ID b3300542 serial# unknown implanted: (B)(6)2025: product type lead additional review indicates this event was also reported in manufacturer¿s report #2182207-2025-00193. However, any additional information regarding the event will be submitted as a supplemental submission to this report #2182207-2025-00110. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on electrode 0 when an implantable neurostimulator (ins) was implanted and system configuration could not be verified. The extensions have already been replaced, but the problems persist. There were no contributing factors. They also disconnected and reconnected multiple times. The issue was not resolved. Additional information was received reporting that the cause of the high impedance was not determined. They clarified that the surgeon disconnected and reconnected the different connections between the leads, extensions and stimulator multiple times and impedances were measured but nothing changed.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060, serial# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025 product type extension device status: discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on electrode 0 when an implantable neurostimulator (ins) was implanted and system configuration could not be verified. The extensions have already been replaced, but the problems persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.